Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2020, product type :catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 300 mcg/ml at a dose rate of 30 mcg/day via an implantable pump for non-malignant pain. It was reported that the company representative was told to come to this catheter revision today because the sutures had come loose. The date (B)(6) 2020 is considered an approximate date of event (specific year known only). It was confirmed there were no other issues going on other than the sutures becoming loose. They were considering how to program the catheter revision. They wanted to know what to prime since they did not aspirate. The following was reviewed at the time of the report: original remaining catheter (63.2 cm) was 0.139 ml, added catheter tip segment (86.4 cm - 48 cm = 38.4 cm) was 0.084 ml, and new total implanted catheter (0.139 ml + 0.084 ml) was 0.223 ml. It was confirmed that the only segment without drug was the newly added tip segment (0.084 ml). The were questioning what to prime since they did not aspirate. The programming steps to prime the new tip segment was reviewed at the time of the report. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the sutures came loose from the anchor site because of the patient¿s tissue. They were ripped from the patient¿s tissue not broken. During the revision, the tip segment of the catheter was replaced as planned prior to the surgery. The issue was resolved, and the patient was doing good. No further complications were reported/anticipated.